Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced undesired nerve stimulation. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the ipg and both extensions were explanted and replaced to address the issue. During the procedure, it was noted that both extensions were bent.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.